Manufacturer narrative:
The insulin pump was received with a corroded battery tube however; no unexpected off no power alarm noted. The insulin pump passed functional testing including operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed off no power. The insulin pump did not turn on anymore. The insulin pump turned off even with a new battery. The issue remained when the customer inserted a new battery. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to insulin shots. The customer was advised that the device would be replaced and agreed to return the product for analysis.